Event description:
MFR rep reported pt unable to charge neurostimulator beyond 25 percent. Pt reported maintaining coupling during recharge period. No problems recharging prior to 2006. MFR rep reported pt had to leave town for brother's funeral and during that time, the pt was hospitalized due to high blood pressure. Pt claims blood pressure increases with increased pain. No report of device explantation. A follow up report will be sent if add'l info is rec'd.